Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device did not work, even with a fully charged battery was confirmed. An assessment was performed and it was observed that the device did not function if the mode switch was to the left in mode ¿on¿. During repair it was observed that the device has a damaged electronic control unit (ecu), no voltage output when the mode switch is to the left in mode ¿on¿, the device had a cracked oscillating head, and the motor had very strong vibration. It was determined that the component damage (damaged ecu) was caused from normal use and servicing over time. It was further determined that the component damage (cracked oscillating head and motor has very strong vibration) was due to excessive force being placed on the device during use and or mishandling the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device did not work even with a fully charged battery. During in-house engineering evaluation it was observed that the device had very strong vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.